Event description:
Complainant purchased kelo-cote 15g from (B)(4) on (B)(6) 2013. Complainant used the product two days on the week of (B)(6) 2013. While using the product those two days, she noticed the areas where she rubbed the gel were feeling "rubbery", hardened, and dry. She used the product on her chest and lower stomach, bikini line area. On (B)(6) 2013, she noticed that her navel was really sore and started to open. She described as looking like a "blood shot eye." She went to the emergency room that day and the doctor informed her that she had blisters with pus inside of them and red streaks under her navel which indicate a staph infection. The doctor prescribed her medication and her navel is back to normal now. Hospital name: (B)(6).